Event description:
Customer initially reported that their adc device did not power on with button press. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned reader and damage to the usb port was observed. Visual inspection was performed on the de-cased reader¿s pcba (printed circuit board assembly) and burn damage was observed. Visual inspection was performed on the returned battery and burn marks and severe damage was observed. Burn marks to the bottom side of the battery holder were also observed. The returned battery was measured at 3.6v which was within specification of (2.7v and 4.2v). The returned battery was placed into a new unused reader and no issues were observed. A thermal camera was used to monitor the thermals of the components of the pcba. The area around the battery chip became extremely hot compared to the rest of the pcba when powering on. The observed damage to the battery chip was likely caused due to a high-power surge from a usb charger that produces more that 5v. Since the charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage to the returned battery, this complaint is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated.

Event description:
Customer initially reported that their adc device did not power on with button press. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.